Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a patient presented with a draining/non-healing wound two months following a right inguinal hernia repair. The patient was prescribed antibiotics. The patient was subsequently returned to surgery for wound debridement three months following the initial onset of drainage. The patient is reported as "better."